Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The patient's medical history includes hyperlipidemia, copd, smoking, diabetes, coronary artery disease, and mi. The target lesion was the right mid common carotid artery. Lesion length was 30mm and diameter was 6mm. Pre-procedure stenosis was 80%. The lesion was pre-dilated. A precise pro rx 6 x 40mm sent was deployed in the target lesion. An angioguard rx, size 5, was successfully deployed and retrieved during the procedure. The patient was discharged the following day. The patient expired approximately 3 months later of unknown causes, the event was noted to be unrelated to the study device and index procedure by the reporter. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14140214 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. With the limited amount of information available it is not possible to draw a clinical conclusion between the device and the event.

Event description:
The complaint is from the (B)(4) study. The patient was a male with a history of hyperlipidemia, copd, smoking, diabetes, coronary artery disease, and mi. The target lesion was the right mid common carotid artery. Lesion length was 30mm and diameter was 6mm. Pre-procedure stenosis was 80%. The lesion was pre-dilated. A precise pro rx 6 x 40mm sent was deployed in the target lesion. An angioguard rx, size 5, was successfully deployed and retrieved during the procedure. The patient was discharged the following day. Approximately 3 months later, the patient died. The event was noted to be unrelated to the study device and index procedure by the reporter.